Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. No further information is available on the repair of the device at this time. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the lift was leaking oil from the actuator. The lift was located at (B)(6) (the account). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).